Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013, patient reported she must press the menu button on the infusion device hard with her nail, unlike the other buttons on the device. Patient stated she noticed the issue when she first received the infusion device. Patient reported the button works if pressed hard and the button is not flat. Patient stated the button makes an audible sound when depressed. Patient reported she tried inserting a new battery but the issue persisted. Patient stated the key lock feature is not turned on. On call back on (B)(6) 2013 patient reported having the infusion device for approximately one month. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.